Event description:
It was reported that the patient temperature not decreasing. Tx was running fine, but patient temperature (pt) was spiked, and the arctic sun device had not been responding. Confirmed they have received alert 113 reduced water temperature control multiple times over the last 12 hours. Nurse had removed device from patient. Patient temperature (pt) was currently 39c. Had them power on device and place in manual control at 10c. After a few minutes, system diagnostics, outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 11964.3, pump hours were 10716.9. Advised to send to biomed labeled 113 and trying to locate another device to continue therapy. Sn (B)(6).

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. The patient temperature not decreasing. Tx was running fine, but patient temperature (pt) was spiked, and the arctic sun device had not been responding. Confirmed they have received alert 113 reduced water temperature control multiple times over the last 12 hours. Nurse had removed device from patient. Patient temperature (pt) was currently 39c. Had them power on device and place in manual control at 10c. After a few minutes, system diagnostics, outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 11964.3, pump hours were 10716.9. Advised to send to biomed labeled 113 and trying to locate another device to continue therapy. Sn (B)(6). The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Corrections: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature not decreasing. Tx was running fine, but patient temperature (pt) was spiked, and the arctic sun device had not been responding. Confirmed they have received alert 113 reduced water temperature control multiple times over the last 12 hours. Nurse had removed device from patient. Patient temperature (pt) was currently 39c. Had them power on device and place in manual control at 10c. After a few minutes, system diagnostics, outlet monitor temperature (t1) was 25.6c, outlet control temperature (t2) was 25.6c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 6.2c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 11964.3, pump hours were 10716.9. Advised to send to biomed labeled 113 and trying to locate another device to continue therapy. Sn (B)(6).